Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the valve manifold was sticking. Additional malfunctions include the heat exchanger was leaking, and the tie wraps were defective.